Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that helium leakage alarm occurred right after pumping started during corrective action. It was noted the machine was unable to pump, it systematically went to alarm. As a result, the interface block and pcs assembly were replaced, and the machine was returned to service.

Event description:
There was no patient involvement. It was reported that helium leakage alarm occurred right after pumping started during corrective action. It was noted the machine was unable to pump, it systematically went to alarm. As a result, the interface block and pcs assembly were replaced, and the machine was returned to service.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed. A leak was detected from the vent port of the pcs assembly and caused the pump to trigger "possible helium loss 2". The root cause of vent valve leak is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.